Event description:
It was reported that the pt's stimulator was rejected from his body. The incision re-opened. The pt also had issues with fluid draining from the incision. The pt's doctor was not sure why this was happening. Additional info reported that on (B) (6) 2010 there was irritation of the skin and drainage from the battery site incision. On (B) (6) 2010, the pt reported increased discomfort over the battery site and draining from within the incision with redness and swelling. It was unk what caused the event. The pt was diagnosed with a superficial wound infection of the right iliac wound. The pt underwent surgery on (B) (6) 2010 for irrigation and debridement of the right iliac wound. The device was not explanted. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).